Manufacturer narrative:
Sample received for evaluation. The results of the investigation and device evaluation are not available at the time of this report.

Event description:
The complaint was reported as: the jaws do not open wide enough to grasp locking plates. The incident occurred during a surgical procedure. No pt injury reported.